Event description:
This case occured outside of the USA in italy. The italian subsidiary notified teoxane of an adverse event on 07-nov-2023. The patient was injected several times between (B)(6) 2022 with two teoxane product including rha 3 (current complaint) as follows: on (B)(6) 2022 the patient received ultra deep in the cheekbones and mandibular angle. In (B)(6) 2022, the patient received a dental implant, after which she immediately experienced generalized swelling accompanied by hardening in the mid-face and lower face areas (lips, chin, and cheeks). As treatment, the patient was prescribed corticosteroid (cortison), after which the problem resolved within a few days. On (B)(6) 2022 the patient was injected again with ultra deep in the cheekbones and mandibular angle, as well as with rha 3 in the lips, oral commissure, and perioral lines. Touch-up treatment on the lips was done on (B)(6) 2022.  On (B)(6) 2022, the patient experienced again a generalized swelling accompanied by hardening of the mid-face and lower-face areas. The patient asked advice from a rheumatologist, who claimed that the reaction might be a possible angioedema. As treatment, the patient was prescribed corticoids (deltacorten, bentelan), antihistamines (zirtec), and antibiotics. The day after, the symptoms had resolved. Since (B)(6) 2022, many episodes of swelling have appeared in the face and disappeared when the patient took corticoids. Nevertheless, the swelling was reappearing when the patient suspended the treatment. We were informed that the patient has been taking cortisoids since (B)(6) 2022, when they are needed.  On (B)(6) 2023, the injector was informed about the adverse event, so she visited the patient and observed swelling as well as hardening on the left side of the upper lip. However, an ultrasound was done between (B)(6) 2022 and revealed no more hyaluronic acid in the lip. On (B)(6) 2023, the patient was positive to covid-19.10 days later, on (B)(6) 2023, she showed signs of generalized swelling.  According to the injector, the symptoms described would be related to a problem connected with the patient's immune system. Indeed, the patient reported in (B)(6) 2022 that she was suffering from polyarthritis. The local medical expert was contacted to provide support on the case and confirmed that the patient's immunological background was definitely fundamental in the consideration of this case. However, she claimed that the trigger of the adverse reaction could certainly be the filler implant. On (B)(6) 2023, the patient was still taking cortisone because when she suspended it, the edema appeared again. The patient was followed by an immunologist and a rheumatologist. Despite reminders, no additional information could be retrieve. Thus, the complaint was closed as is.

Manufacturer narrative:
According to the information received, this case is linked to an angioedema. Delayed localized angioedema that may manifest weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They are immune-mediated reactions that can be triggered by patient predisposition, trauma, vaccines, or infections (in this case, the patient is suffering from polyarthritis, an auto-immune disease). Adequate treatment usually leads to a good resolution of the symptoms, without sequelae. Some authors believe that most angioedema cases are due to physical urticaria or hereditary or acquired angioedema. In addition, the risk of such reactions is mentioned in the instructions for use of rha 3products.

Event description:
This case occured ooutside of the USA in italy. The italian subsidiary notified teoxane of an adverse event on 07-nov-2023. The patient was injected several times between (B)(6) 2022 and (B)(6) 2022 with two teoxane products including rha 3 as follows: on (B)(6) 2022 the patient received ultra deep in the cheekbones and mandibular angle. In (B)(6) 2022, the patient received a dental implant, after which she immediately experienced generalized swelling accompanied by hardening in the mid-face and lower face areas (lips, chin and cheeks) . As treatment, the patient was prescribed corticosteroid (cortison), after which the problem resolved within a few days. On (B)(6) 2022 the patient was injected again with ultra deep in the cheekbones and mandibular angle as well as with rha 3 in the lips, oral commissure and perioral lines. Touch-up treatment in the lips was done on (B)(6) 2022. On (B)(6) 2022, the patient experienced again a generalized swelling accompanied by hardening of the mid-face and lower face areas. The patient asked advice from a rheumatologist, who claimed that the reaction might be a possible angioedema. As treatment, the patient was prescribed corticoids (deltacorten, bentelan), antihistamines (zirtec), and antibiotics the day after, the symptoms had resolved. Since (B)(6) 2022, many episodes of swelling appeared in the face and disappeared when the patient took corticoids. Nevertheless, the swelling was reappearing when the patient suspended the treatment. We were informed that the patient is taking cortisoids since (B)(6) 2022 when it is needed. On (B)(6) 2023, the injector was informed about the adverse event so she visited the patient and observed swelling as well as hardening on the left side of the upper lip. However, an ultrasound was done between (B)(6) 2022 and revealed no more presence of hyaluronic acid in the lip. On (B)(6) 2023, the patient was positive to covid-19.10 days after, on (B)(6) 2023, she showed signs of generalized swelling. According to the injector, the symptoms described would be related to a problem connected with the patient's immune system. Indeed, the patient reported in (B)(6) 2022 that she was suffering from polyarthritis. Situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report.

Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.